Event description:
The customer reported a sample was run on the instrument and recovered a high white blood cell (wbc) result of 500.0 x 10^3 cells/ul and inaccurate differential results when using the unicel dxh 800 coulter cellular analysis system. The parameters were all flagged appropriately indicating that there was an instrument /sample problem. The sample was rerun on another instrument and results were within normal range and consistent with the patient's clinical history. There were no other samples affected similarly. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the analyzer and could not reproduce the problem; he found a worn rbc (red blood cell) bath, wbc (white blood cell) bath and aspiration syringe. The worn wbc bath may have contributed to the issue although he could not replicate the incident.